Event description:
The customer reported that a new blood pump (installed in 1962, together with sw 2.00.9 hk) produced a "malfunction blood pump" alarm during the blood return.

Manufacturer narrative:
Neither patient injury nor medical intervention was reported. The event data files have been received by the manufacturer and reviewed. Further investigation of the incident will be conducted by the manufacturer. A final report will be submitted once the investigation has been completed and corrective action has been identified.